Event description:
It was reported that during an unspecified surgical procedure it was observed that there was a hole in the hose of the motor device, which caused an air leak. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was observed that the device did not rotate. The assignable root cause was determined to be due to a soft couple nut from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.